Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and pump could not be turned on despite use of working outlets, original and alternate charging cables, and different wall adapters. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and delivery signature, instructed customer to allow battery to fully deplete and return nonworking pump within 10 days using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.